Event description:
This is a spontaneous case report received from a consumer via regulatory authority ((B)(4)) in (B)(6) on 10-dec-2015 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2010. Consumer reported that at a check up in 2015 she found that one coil had migrated. A few days later she had it removed vaginally. She then went for a contrast test and the radiologist told her that she had three metal items inside. The gynecologist said essure had broken and that one piece was in her intestine and it will have to be removed by laparoscopy. She went to another doctor and after performing some tests she was told that she had three whole essures inside. She went to her back to her gynecologist to ask for explanation and after reviewing her medical records, she was told that they indeed implanted 3 coils in 2010 because one was implanted in the wrong place. She realized that her abdominal pains were caused by this. She will have to have general anesthesia and surgery because of essure. Follow-up information received on 16-dec-2015: no follow-up is possible. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and found out that one coil had migrated. A few days later she had it removed vaginally. Afterwards she had a contrast exam and she had one piece in her intestine that will have to be removed laparoscopically. These events, interpreted as device dislocations, are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of device dislocations and lack of alternative explanation, a causal relationship between these events and essure therapy cannot be excluded. This case is regarded as incident since a device removal was required. No follow up was possible. A product technical complaint analysis is being sought.

Manufacturer narrative:
Follow-up received on 07-jan-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: according to the complaint narrative, the gynecologist reported a possible breakage of the implant and pieces of implant within the patient that need to be removed. As of (B)(6) 2015, no returned product has been received by the responsible quality unit (rqu) for investigation. If product is returned in the future, a child case will be created to document the subsequent investigation. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Here was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-jan-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and found out that one coil had migrated. A few days later she had it removed vaginally. Afterwards she had a contrast exam and she had one piece in her intestine that will have to be removed laparoscopically. These events, interpreted as device dislocations, are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of device dislocations and lack of alternative explanation, a causal relationship between these events and essure therapy cannot be excluded. This case is regarded as incident since a device removal was required. According to product technical complaint analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No follow up was possible.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.